Manufacturer narrative:
The investigation determined that the event was limited to measuring cells (mc) 1 as all results from the cells showed lower-than-expected signals. The investigation determined that the event was caused by potentially temporary contamination of mc by clotted sample material. No further issues were reported by the customer.

Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable hcg, psa, and ca 15-3 results from several patient samples tested on the cobas 6000 e601 module. Sample 1: the initial hcg+b result was 7.00 u/l. The repeat result was 24.78 u/l. Sample 2: the initial psa result was 0.357 ng/ml. The repeat result was 2.01 ng/ml. Sample 3: the initial psa result was 0.261 ng/ml. The repeat result was 0.770 ng/ml. Sample 4: the initial psa result was 0.385 ng/ml. The repeat result was 0.134 ng/ml. Sample 5: the initial psa result was 1.26 ng/ml. The repeat result was 0.448 ng/ml. Sample 6: the initial ca 15-3 result was 218.9 u/ml (reported outside of the laboratory as 219 u/ml). The repeat result was 37.0 u/ml. Sample 7: the initial hcg+b result was 14044 u/l. The repeat result was 1425 u/l. Sample 8: the initial psa result was 0.795 ng/ml. The repeat result was 0.373 ng/ml. Sample 9: the initial psa result was 0.763 ng/ml. The repeat result was 0.304 ng/ml. Sample 10: the initial hcg+b result was greater than 10000 u/l. The first repeat result was 35776 u/l. The second repeat result was 84089 u/l.